Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and again on (B)(6) 2012 and mesh was implanted during each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Patient code: (B)(4). It was reported patient experienced recurrent incisional hernia following the procedure. It was reported patient underwent mesh revisions on (B)(4) 2012 and (B)(4) 2016. No additional information was provided. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Patient code: (B)(4). It was reported that following insertion the patient experienced abdominal pain.